Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead is impinging one of the leaflets of the tricuspid valve. Also, there is need to have bypass fixed as there is an issue. This rv lead remains in service. No adverse patient effects were reported.